Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. Customer was treated with manual injection. Customer also reported that the insulin pump had a broken reservoir ring. The customer stated that the reservoir did not lock into place. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.